Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information was received indicating that the lead was surgically abandoned due to noise, insulation issue, high pacing thresholds, and undersensing.